Manufacturer narrative:
B5: updated description d9, assessment of h3: product was discarded and will not be returned. H6: updated patient code, eval. Code method, eval. Code conclusion post images for tl5 fusion provided, ap and lateral views. Assessment of provided radiographic images showed that hook construct is used at the top and interbody devices are present at the four inferior levels. Fusion status is unknown. There appears to be a rod fracture at l4-5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a rod for a l3/4, l4/5 plif revision surgery. It was reported that the rod on the right side broke off (l2-4 l3 pso part). The rod was replaced and reinforced with mrc. The reason for revision surgery was bone union failure and rod breakage. The levels implanted were t9-l5. The implant broke and there were no fragments of the implant remaining in the body. The pre-op diagnosis was bone union failure. It is not heard that there is hospitalization or prolongation of existing hospitalization. No health damage in the patient was reported. Medtronic products were used in the initial surgery. The date of implant was (B)(6)2019 and date of explant was (B)(6)2020. The product was replaced by a medtronic product. No further complications were reported/ anticipated.

Manufacturer narrative:
B5: additional information received for desc evt problem d3: additional information on expiration date, lot#, UDI# h4: additional information on device manufacturing date h6: additional information resulted in change in eval. Code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a rod for a l3/4, l4/5 plif revision surgery. It was reported that the rod on the right side broke off (l2-4 l3 pso part). The rod was replaced and reinforced with mrc. The reason for revision surgery was bone union failure and rod breakage. The levels implanted were t9-l5. The implant broke and there were no fragments of the implant remaining in the body. The pre-op diagnosis was bone union failure. It is not heard that there is hospitalisation or prolongation of existing hospitalisation. No health damage in the patient was reported. Medtronic products were used in the initial surgery. The product was replaced by a medtronic product. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a rod for a l3/4, l4/5 plif revision surgery. It was reported that the rod on the right side broke off (l2-4 l3 pso part). The rod was replaced and reinforced with mrc. The reason for revision surgery was bone union failure and rod breakage. The levels implanted were t9-l5. The implant broke and there were no fragments of the implant remaining in the body. No health damage in the patient was reported. Medtronic products were used in the initial surgery. The product was replaced by a medtronic product. No further complications were reported/ anticipated.